Event description:
It was reported the pt's ipg is inoperable due to the pt not recharging the ipg as recommended. As a result, the pt will undergo surgical intervention to address the issue.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.